Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Due to a pocket infection, the system was explanted and the patient was treated with drug administration. The patient was stable following the procedure and the drug therapy. Further information was requested but was not received.